Event description:
A malfunction was reported on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse effect. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise.